Event description:
According to the reporter: the device was broken. Additional information has been requested.

Manufacturer narrative:
Initial report sent to FDA on: 03/23/2009. There is no 510k number as this product is not sold in the united states. However, it is similar to other products sold in the united states.